Manufacturer narrative:
A medtronic representative went to the site to test the navigation system. The reported issue was confirmed as the axiem communication failed testing. After working with the system it was not possible to track the instruments properly. The emitter and axiem box were replaced and the issue resolved. A full system checkout was performed after part replacement an all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the axiem had a problem. The emitter would work at first, but then in the middle of the procedure, it will stop working and the instruments would become unrecognized. No patient present.

Manufacturer narrative:
Correction: corrected from no patient present to patient information was unavailable from the site. Correction: corrected from outside of procedure to issue occurred during an ear, nose & throat (ent) procedure. There was no patient impact reported and a less than one hour delay to surgery. Additional information: the axiem was returned to the manufacturer for analysis. Analysis found that when the returned axiem was connected to a test system for five hours, no issues were detected throughout the duration of testing. No fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an ear, nose & throat (ent) procedure. It was reported that the axiem had a problem. There was no patient impact reported and a less than one hour delay to surgery.

Manufacturer narrative:
The emitter for the navigation system was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the computer with lot number 1874930 was returned to medtronic for analysis. There were no failures found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer boots normally to the application screen. Only the admin program was installed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.